Event description:
Facility reports the tip and threads on a lag screw insertion assembly broke during an unknown surgical procedure. Device is part of the dynamic hip screw set. No additional information was provided. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.